Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to a data error of the scope identification, resulting in scope communication error (error b30), and due to corrosion on the plug unit, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a scope communication error (error b30), and the image was not displayed. There was no patient involvement.